Event description:
Customer reportedly obtained results of 465mg/dl and 195mg/dl on the same device within 10 minutes. Customer reported another comparison of 62 mg/dl and 387mg/dl within 10 minutes on the same device, however, the customer states that these are possibly quality controls results. The comparison was performed on 2 different vials of the same lot. No action was taken based on device results. No adverse event reported and no treatment received. No definitive quality control results reported. Requested return of suspect device and replacement was sent.